Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) due to the reservoir being empty. All components were removed and replaced. The patient is expected to fully recover post procedure.